Event description:
The customer reported that there was no image on the screen following a dr7 failure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a tv pedestal with dsm200 memory. No pt injury was reported.